Event description:
Boston scientific crm received information that this left ventricular (lv) lead dislodged one day post implant. The dislodgement was confirmed under chest x-ray. The lv lead was reportedly sensing the right atrial (ra) activity and inhibiting lv pacing. The physician noted that the lead was rubbery and did not maintain position in the vein. This lead was explanted and a new lead was successfully implanted. Other than the lead revision procedure, no adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete, this report will be updated.

Manufacturer narrative:
Upon receipt at boston scientific crm, visual inspection noted the complete lead was returned. The lead passed conductor resistance, high potential, and insulation pressure testing, confirming the conductor and insulation were uncompromised and intact. The stylet test did not pass due to dried blood in the lead lumen which will occur with open lumen lv leads.